Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿adjust/check belt¿ messages) has been confirmed. Upon investigation the electrode belt failed an ECG fall off test. The cause for the failure was isolated to the +5v wire in the ECG ¿c&d¿ cable being shorted throughout the entirety of the cable. The root cause for the shorted cables was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing "adjust/check belt" messages.